Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Visual inspection noted the returned device had a deformed clamping mechanism, staple pushers were flush with the cartridge, and the knife-bar assembly was buckled. The reload was loaded into a representative instrument, was cycled without hesitation or binding and was applied to test media. Test media was cleanly transected. Functionally, the reload interlock was tested and found to function properly. The most likely cause could not be established from the information available. This issue may occur if the returned device had been applied on tissue beyond the indicated range. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during second firing in a sleeve gastrectomy, the excessive tissue message appeared on the screen during firing, but powered stapler firing speed never slowed down or stopped with the message. Surgeon checked staple line and it was perfect, but had concerns that the message on screen did not match the stapler stopping. Nothing was done to resolve the issue. No patient injury.